Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed that the atrial lead exhibited noise leading to over-sensing and triggering inappropriate auto mode switch episode. No programming changes were performed. The patient will continue to be monitored. The patient was in stable condition.